Manufacturer narrative:
Esg account was being validated until now, hence there is delay (> 30-day) in this emdr re-submission.

Event description:
During a surgical procedure, the heat shrink tube separated from the grasper tip and fell into the patient. The heat shrink tube was removed from the patient. There was no harm to the patient.